Manufacturer narrative:
No parts returned for failure analysis; investigation terminated.

Event description:
Hosp reports unit vent inop error code e25 displayed. Service technician unaware of any pt injury or compromise with this unit.